Event description:
A ventilator was returned to the manufacturer for service due to the patient family's allegation that the "circuit disconnect alarm has come to occur frequently. They also reported that there was an occasion where ac power disconnected alarm sounded with the power cord not disconnected and then there was energization immediately after that. The unit kept operating when the issue was observed. Reported that since low minute ventilation alarm had frequently occurred, the patient's main doctor had turned the alarm off. Reported that there was neither issue with use nor changes in the patient condition. The sales rep will visit the family on 02/15/2023 to replace the unit". There was no harm or injury reported. The trilogy evo system pca, solenoid valve, and machine flow sensor was returned to riql for evaluation. The tech did not confirm a problem with the trilogy evo solenoid valve, trilogy evo system pca, or the trilogy evo system machine flow sensor itself. During the evaluation of the device at the manufacturer's service center for the reported phenomenon, in which the low minute ventilation and circuit disconnect alarms had frequently occurred was not duplicated despite operation checking. Confirmed in the error log that low minute ventilation alarm (e-029) and circuit disconnect alarm (e-025) had occurred frequently. Confirmed by internal checking that flow sensor was contaminated with foreign materials such as dust. It was confirmed that inlet line proximal filter was clogged. It has been determined that the reported issue was caused by impact of the above and the flow sensor and inlet line proximal filter were replaced. 3-way solenoid valve was also replaced preventatively. The issue of ac power disconnect alarm sounded while the ac cord was in connection was not duplicated either. The error log verified that ac power connected (e-041) had been recorded immediately after ac power disconnect alarm (e-042) had occurred. Since these logs were recorded multiple times and logged during ac cord having been in connection, a possible cause is occurrence of a failure in system pca. System pca was replaced. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.05.00.